Event description:
"On (B)(6) 2014 at the (B)(6) hospital, (B)(6) it was reported that the hcu 30 serial number (B)(4) displayed error 7032. (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu technician and the I/o board and front foil were found to be defective and were replaced. (B)(4)."